Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on your removal date') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary bladder suspension ("bladder sling") and experienced gallbladder hypofunction ("gall bladder quit working"), thyroid disorder ("thyroid issues"), cerebral disorder ("brain shocks"), hernia ("hernia"), irritable bowel syndrome ("ibs-d"), vitamin b12 deficiency ("vitamin-b12 deficiency"), vitamin d deficiency ("vitamine d deficiency"), iodine deficiency ("iodine deficiency"), visual impairment ("vision issues"), feeling abnormal ("brain fog"), premenstrual syndrome ("pms") and migraine ("migraine"). The patient was treated with surgery (to schedule essure removal and gallbladder removed). At the time of the report, the medical device removal, gallbladder hypofunction, thyroid disorder, cerebral disorder, hernia, irritable bowel syndrome, vitamin b12 deficiency, vitamin d deficiency, iodine deficiency, visual impairment, feeling abnormal, urinary bladder suspension, premenstrual syndrome and migraine outcome was unknown. The reporter considered cerebral disorder, feeling abnormal, gallbladder hypofunction, hernia, iodine deficiency, irritable bowel syndrome, medical device removal, migraine, premenstrual syndrome, thyroid disorder, urinary bladder suspension, visual impairment, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. New event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.